Manufacturer narrative:
The device is available for eval. However it has not yet reach the mfg site for investigation. A f/u report will be filed once the investigation is complete.

Event description:
It was reported that the blade on the handpiece caused leaking of saline. Due to this malfunction there was a delay in the procedure of one hr. The procedure was completely successfully. There was no adverse consequences alleged with this event.